Event description:
The customer reported that the system displayed a low ma error message during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube, tube cover and high voltage supply regulator board were replaced. The generator and the filament were calibrated. The new calibration files were saved. The system was tested and found to be working as intended and put back into service.